Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Upon removal of the system, a fragment of the lead tip broke away from the lead body. The small fragment remains in the nonvascular space of the patient's left shoulder area. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Upon removal of the system, a fragment of the lead tip broke away from the lead body. The small fragment remains in the nonvascular space of the patient's left shoulder area. This lead was explanted and replaced. No additional adverse patient effects were reported.